Event description:
Event description boston scientific crm received information that this patient's son called to ask if his father's pacemaker was included in an advisory population. The caller stated that his father's physician mentioned that this pacemaker was getting close to replacement time and was being followed on a regular basis. The patient passed away in 2007 at his home due to an unspecified cause.

Manufacturer narrative:
Not returned. Event conclusion: the device was not returned for analysis. Therefore, boston scientific crm cannot confirm any allegations against this device. This event will be re-evaluated if additional information is received.